Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic rotator cuff repair procedure for a rotator cuff tear, it was discovered that the vapr tripolar 90 suction elect device remained active even though the foot switch was not pressed. Unplugging the cord, powering the generator off and on, and reconnecting did not stop the device; the generator then displayed "short." A replacement device was opened and used. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. No structural anomalies were found. The cable, connector and pins are in good condition. The shaft was found bent. The device will be sent to the manufacturer for further review and analysis. Manufacturing investigation results for vapr tripolar 90 suction elect: the device was received in sterilization bag with ripped top of box detailing model number and lot number. Tip components are in good condition, residue within suction hole, scratches on ceramic. Handle assembly condition: shaft bent at proximal end of return ~30 degrees in the active tip direction, otherwise good condition, idents across the same area, handle in good condition. Cable and plug assembly are in good condition. Electrical checks: the device passed all the parameters. Functional checks: the device passed all the tests. Further investigation found evidence of saline ingress on the switch pcb connector which could've led to the complaint of continuous activation. This fault was investigated under CAPA. The conclusions to the technical investigation were as follows: from the testing carried out, the failure can occur when the following conditions are met: nonconforming condition: 1. Electrode with poor isolation of the switching circuit (conformal coating) expected operating conditions: 2. Movement of the device during use must allow saline in past the flow control slider and onto the switch circuit connector. 3. The quantity of saline must be small enough to warm up and reduce the impedance. 4. Prolonged use ¿ this is driven from complaint testimony which suggests the fault occurs after 20 minutes of use. 5. The generator switch circuit threshold impedance must be above approximately 50 o. 6. Hand switching must be selected (foot switch selection disables the hand switch circuit). The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause is undetermined. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. Depuy synthes will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review a manufacturing record evaluation was performed for the finished device lot number (u2507008), and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (u2507008), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.